Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman access system. The device was bloody. Analysis of the tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed thread damage on the hub/valve portion of the device, and sheath kinks located 25.5cm, 39cm, and 40cm from the tip of the device. Inspection of the rest of the device found no other damage or defect to the device. The hub cap of the device had forward pressure applied and turned, and the valve closed, although more pressure than expected was needed. A syringe (filled with water) was attached to the device and positive pressure was applied. The device did not leak, and the valve stayed closed. The reported valve failure could not be confirmed as clinical circumstances could not be replicated.

Event description:
It was reported that a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and the hemostasis valve could not be tightened and was noted to be leaking blood. The procedure was completed with a different device and no patient complications were reported. The patient has been discharged.

Event description:
It was reported that a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and the hemostasis valve could not be tightened and was noted to be leaking blood. The procedure was completed with a different device and no patient complications were reported. The patient has been discharged.